Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and contamination was found under all of the button contacts. The pump case was opened and no evidence of corrosion was found. Unrelated to the original complaint, it was noted that the battery compartment was cracked in two places; below the bumper pad and between the bumper pad and the top of the pump. Also unrelated to the original complaint, the pump was powered on and it was noted that the display was dim and discolored.